Manufacturer narrative:
Event date corrected from (B)(6) 2015 to (B)(6) 2015. (B)(4).

Event description:
It was further reported that the patient was experiencing intermittent claudication at the time the restenosis was noted. A mustang balloon was used for the previously reported angioplasty. In the physician's opinion, the stent fracture might be caused due to mechanical forces caused by the sfa lesion.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that restenosis and stent fracture occurred. An innova self-expanding stent system was implanted. The procedure was completed and the patient's symptoms were relieved. Six months later, the patient was admitted to the hospital. CT images revealed the stent was fractured in the middle of the superficial femoral arterial lesion, resulting in restenosis. Revascularization was performed with balloon angioplasty. No further patient complications were reported and the patient's status is stable.